Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was turning on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer was provided with the part ID for a replacement user interface (ui) pcba. During a follow up with the customer, it was reported that the ui pcba was replaced, and the issue was resolved. The device was returned to service.